Manufacturer narrative:
The device was manufactured at one of the following facilities:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leak at the connection of the minicap and transfer set; further described as there was leaking where the minicap is attached to the dark blue part (female connector) of the transfer set. This occurred during use of the devices for peritoneal dialysis therapy. The patient stated the minicap was properly tightened. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylatic antibiotics. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g1/h10 manufacturing information (manufacturer is known for the reported lot #). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was functionally (pressure) tested with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.